Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion was not reproduced. Evaluation sent the device for upstream occlusion testing with passing results. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic fluid numbers to be out of range and slight evidence of corrosion on the ultrasonic sensor flex. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed upstream occlusion alarm in the biomedical service department. There was no patient involvement. No additional information is available.